Event description:
Per the clinic, the patient experienced skin breakdown at the magnet site due to magnet too strong. Subsequently, the patient was administered with oral antibiotics for 2 weeks in(B)(6) 2025 (specific date not reported) followed by topical antibiotics (specific date and duration not reported). As of (B)(6) 2025, the issue reportedly has been resolved and the patient was advised to wear the lowest magnet strength with moleskin to reduce chance of reoccurrence.